Event description:
During servicing at the zoll service depot, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
During servicing at the zoll service depot, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large). The root cause of ua07 was due to defective load cell #2, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 08 and is over 6 years old. The defective load cell #2 was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).